Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented to the hospital with an inflatable penile prosthesis (ipp) not functioning as expected. The doctors and nurses troubleshooted the device but the ipp pump was dimpled when pressed. A revision surgery was performed two weeks later and the pump was removed and replaced. The patient had a stable outcome following the surgery.

Manufacturer narrative:
Investigation summary: with all the available information boston scientific concludes that the reported dimpled pump was confirmed through product analysis, as the pump did not pass the activation test. Review of the manufacturing documentation confirmed that the device met all specifications. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the pump was leak tested and visually inspected. The pump kink resistant tubing (krt) was worn down to the filament. The pump was functionally tested and did not pass the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. Product analysis concluded these activation issues could affect the functionality of the device as the reported mechanical issue. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient presented to the hospital with an inflatable penile prosthesis (ipp) not functioning as expected. The doctors and nurses troubleshooted the device but the ipp pump was dimpled when pressed. A revision surgery was performed tow weeks later and the pump was removed and replaced. The patient had a stable outcome following the surgery.